Manufacturer narrative:
Citation: medranda g., et al. The impact of aortic angulation on contemporary transcatheter aortic valve replacement outcomes. Jacc: cardiovascular interventions. 14 june 2021; 14(11):1209-1215. Doi: 10.1016/j.jcin.2021.03.027. Available online 7 june 2021. Earliest date of publish used for date of event. [Medtronic products referenced: evolut pro, evolut pro+ (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding how the degree of aortic arch angulation may affect outcomes after transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between 2015 and 2020. The study population included 841 patients (predominantly male, mean age 79 years) divided into balloon-expandable and self-expandable valve groups. Three hundred forty patients were included in the self-expanding valve group and an undetermined number of them were implanted with medtronic evolut pro or evolut pro plus bioprosthetic valves (unique device identifier numbers not provided). Among all patients in the self-expanding valve group, two in-hospital post-tavr deaths occurred. The causes of death were not given and no further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: need for permanent pacemaker implantation, ischemic strokes and paravalvular leaks (pvl). Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.